Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Notably, all setscrew seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have resulted in the observed loss of capture and lack of pacing.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced bradycardia and syncope approximately two weeks after the implant procedure. Loss of capture and failure of the device to deliver pacing was reported. The patient was hospitalized and x-rays were taken, which confirmed the leads had not dislodged. The issue was suspected to be caused by the device. Ultimately, this pacemaker and the associated pacing leads were explanted and replaced. No additional adverse patient effects were reported.